Event description:
Subsequent to the initial MDR, a correction is required. It was reported that at the time of the report on (B)(6) 2024, the patient was still at the hospital which would have been day 5 in the hospital. There was no information on when the patient would be discharged. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. On (B)(6) 2024, the patient received a ¿transmitter failed¿ message and there were no cgm readings. The patient experienced chest pain. The spouse took him to the hospital, the patient was sent to the emergency room and was asked to be transfer to a different hospital. At the hospital they took a bg reading which was 900 mg/dl. The patient was treated with humalog and novalog insulin. The patient was hospitalized while waiting for the test results. At the time of the report the patient was feeling that his stomach was blowing. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.